Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 7 days after the sensor was inserted in the arm. On (B)(6) 2024 the patient was asymptomatic. The cgm was reading 147 mg/dl and the blood glucose reading was 587 mg/dl. The patient was presented to the emergency department. There, she was treated with two IV insulin per day after treatment. The bg improved to 157 mg/dl and the patient was discharged on (B)(6) 2024. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.